Event description:
It was reported that the device was explanted due to infection. Patient condition was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.